Event description:
It was reported pt received appropriate high voltage therapy from device. Short time later, there was a vt episode which degenerated into vf and was interrupted by external defib. Physician interrogated the ICD and the device was programmed with tachy and ventricular fibrillation therapies all off. No episodes were stored. This was clinically resolved with reprogramming.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.